Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels over 500mg/dl, over 400mg/dl and over 300mg/dl. Customer treated with manual injections. It was also reported that the customer has gastroparesis. Customer stated that she has been off the insulin pump for a couple days, due to issues with calibrations. Troubleshooting occured. Customer stated that their cannula was occluded. The insulin pump failed the high pressure test twice. Advised to discontinue use of the insulin pump. No additional information was provided.